Event description:
It was reported that high pacing lead impedance was observed on the lead. The high pacing impedance was though to be due to tissue overgrowth but was significantly high. No intervention was planned. The lead remained implanted. The patient was stable.